Manufacturer narrative:
The product was not returned for eval. We are unable to assess if any product condition could have contributed to the pt's infection. No qualification adn sterilization records were reviewed because no product lot number was reported.

Event description:
The pt reported that after wearing the pod on his right hip for less than 24 hours and he noticed there was puss and blood draining from the insertion site. It was also painful, red, swollen bad purple around the insertion site. His blood glucose was reading between 270 mg/dl to 280 mg/dl so he gave himself a manual injection of insulin (exact dosage was not provided). He cleans his site with alcohol and allows it to dry before applying the pod. The only thing that is different is that he was using tanning oil. The pod was removed and discarded. He went to see his healthcare provider who prescribed him a 14 day course of sulfamethoxazole-tmp ds tablets (2 times a day) for his site infection. He was also advised not to apply a new pod on his hip for the next 2 months.